Manufacturer narrative:
It was reported that a (B)(6) year-old patient underwent an atrial fibrillation (afib) ablation procedure with an thermocool® sf nav bi-directional catheter and suffered cardiac tamponade requiring pericardiocentesis. The bwi failure analysis lab received the device for evaluation on 10/4/2018. The investigational analysis completed on 10/29/2018. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized with no errors were observed. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection testing was performed and it was found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: bard sl1 8.5fr sheath (model# unknown, lot# unknown). Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent an atrial fibrillation (afib) ablation procedure with an thermocool® sf nav bi-directional catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase, pericardial effusion was discovered by fluoro. Cardiac tamponade was confirmed by transthoracic echo (tee). Pericardiocentesis was performed to remove 500cc of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. There were no error messages observed on any bwi equipment during the procedure. Patient¿s relevant history includes metastatic cancer. Transseptal puncture was not performed. A bard sl1 8.5fr sheath was used during the procedure. There¿s no information regarding ablation parameters. The catheter irrigation flow ranged from 8/15ml/min. The patient did not receive anticoagulant during the procedure.